Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint from catalog 367921, lot number 2259084. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. (Refer to attached draw sheet) bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube had low draw. Replace the blood collection tube immediately and collect again."